Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5127658. Medical device expiration date: 05/31/2020. Device manufacture date: 05/07/2015. Medical device lot #: 5278724. Medical device expiration date: 09/30/2020. Device manufacture date: 10/05/2015. Medical device lot #: 5327875. Medical device expiration date: 11/30/2020. Device manufacture date: 11/23/2015. Medical device lot #: 5356767. Medical device expiration date: 12/31/2020. Device manufacture date: 12/22/2015. Medical device lot #: 5356768. Medical device expiration date: 12/31/2020. Device manufacture date: 12/22/2015. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe cracked during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the bd luer-lok¿ syringe cracked during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a sample was returned to bd for evaluation. Our quality engineer was able to visually inspect the returned sample and determined that there was some damage to the barrel. The damage appeared to have been a crack thus verifying the reported issue of cracked barrel. This was most likely caused by the barrel getting stuck during the assembly process and then breaking once it broke free. However, this appeared to have been an isolated incident as a review of the complaint handling system found this to be the first complaint of this defect for this production run. A review of the device history record revealed zero defects found for the reported batch numbers. Investigation conclusion: it¿s possible that barrel was involved in a jam and then broke loose during assembly process.

Event description:
It was reported that the bd luer-lok¿ syringe cracked during use. No reports of serious injury or medical intervention noted.